Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description. No details have been obtained in regards which part turned out to be the source of the issue or if the issue has been resolved. The issue was decided to be reported in abundance of caution as it may, in some cases, represent a reportable event e.g. Malfunctioning gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Manufacturer narrative:
The device was inspected and reported issue was confirmed by the problem description and service report. Issue was caused by non-getinge part - moisture separator. Replacement of the faulty part solved the issue and unit was cleared for back to clinical use. No further actions have been deemed necessary. Malfunction of moisture separator will not affect ongoing ventilation and is considered non-safety related. A correction of field # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI): d1 - brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model # previous version or model #: servo-I, corrected version or model #: 6487800. D4 - unique identifier (UDI)# previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)# (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).